Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 7115-0007, series 7000 standard tibia, lot code: 0nrmtd, cat. No.: 72-5-0910a300, scorpio-flex ps tibinsert 72-5 size#9 10mm, lot code: hmwpe , cat. No.: 72-5-0710a300, scorpio-flex ps tibinsert 72-5 size#7 10mm , lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that used implants were recieved at stryker (B)(4). Details on the event are pending. Sales rep has been contacted to provide more information.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. The returned device is unremarkable. A small amount of bone ongrowth is noted on the beaded fixation surface. The indication for revision was not provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that used implants were recieved at stryker (B)(4). Details on the event are pending. Sales rep has been contacted to provide more information.